Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. No product returned.

Event description:
It was reported that allegedly the display segments were dim for seven syringe module, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segments were dim for seven syringe module, and therefore, will be replaced. There was no reported patient involvement.